Event description:
The pt/ lay user contacted lifescan (lfs) alleging that the meter displayed battery. The medical affairs specialist (mas) mailed a letter since the user could not be reached by telephone for further clarification. The pt mentioned that approximately six weeks ago, he was sweating and tried to test on the meter and the meter displayed the battery symbol on the ultra meter. The pt went to the ER and was tested on the physician's meter and received a 400 mg/dl and was treated with insulin. The pt did not have a replacement battery for the device. The meter is not a new product (out of the box). Customer care agent (cca) sent the pt's a replacement meter. It would have been helpful to know how long the meter was displayed the battery symbol and the pt's diabetes regimen.